Manufacturer narrative:
Insulin pump received with no button response due to lcd keypad connector unlocked. Unable to program boluses due to button and keypad anomaly. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user input. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the issue or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.